Event description:
On (B)(6) 2010, pt had an aortic valve replaced with a mitroflow tissue valve -pig-. A month later he was hospitalized for fever/infection. On (B)(6) 2010, he had to have surgery to replace the valve. The infection was in the blood stream and found to be in the area of the new valve. The infection deteriorated his heart muscle, so it was difficult to replace with a new valve. None of the medical personnel came out directly and said it was the valve; however, indicated such. Doctors did not think he would make it through the second valve replacement. Continues an antibiotic regimen 4 x day till the end of (B)(6) 2010. Was in drug induced coma, feeding tube still exists, had to have transfusions, kidney dialysis, and pace maker added. (B)(6): (B)(6)-2010; (B)(6); position: aortic; (B)(4); size: 25; device: mitroflow tissue valve; return to: sorin group USA, (B)(4). Dates of use: (B)(6)2010 - (B)(6)2010. Diagnosis or reason for use: aortic valve replacement. Event abated after use: yes.